Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, (B)(6) 2013; d204trm ICD, (B)(6) 2013. (B)(4).

Event description:
It was reported that some recorded episodes noted potential occasional safety pacing/undersensing. The lead remains in use. No patient complications have been reported as a result of this event.